Event description:
(B)(4).

Manufacturer narrative:
Since there was no product returned for evaluation and no lot number supplied, only a limited investigation could be performed. A trend analysis was performed and there have been 12 complaints for this failure mode over the last 3 years. None of these complaints have been confirmed. Without a lot number, a batch file review could not be conducted nor any testing performed on retain samples. This report is being submitted following a discussion with an FDA investigator on (B)(4) 2013. Previously, internal procedures used for determining reporting requirements concluded that this complaint was not reportable.